Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported by (B)(6) from daybreak that the 42-year-old, male patient alleges the device will no longer stay on their teeth and has damaged their bottom-left tooth and gums. Patient reports wearing the device consistently since (B)(6) 2025. During the first week, pain was manageable with some orajel. Patient also stated they were missing a tooth when they started, and the manufacturing created a hole/opening near that tooth. The patient advised he saw dr. (B)(6) on (B)(6) 2026 and said the device is not helping him sleep better and that he needs to see a dentist about his tooth. "The doctor said this is not something he recommends." The patient stopped wearing the device on (B)(6) 2026. The reported device was discarded.